Event description:
Pt was anesthetized, prepped and draped for arthroscopy. When the camera was connected, it was unable to get a picture on the monitor. Procedure was cancelled and rescheduled at a later date.